Manufacturer narrative:
Follow-up #1 date of submission 04/22/2015-device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared fully illuminated and functional; the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the pump display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.